Event description:
It was reported that during maintenance check of the cardiosave intra-aortic balloon pump (iabp). A leak was discovered while doing the drive manifold test.

Manufacturer narrative:
Due to character limit in e1 event site address, the full event site address is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Due to character limit in e1 event site telephone is (B)(6). Corrected fields: d5. Updated fields: b4, e1 (event site telephone) g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The drive manifold assembly (d104-00-0031) was replaced to resolve the issue. Function and calibration checked. Function test and test run ok. Device is approved for use.

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code ) updated fields: b4,b5, d9, g1( contact person ¿ mfg site), g3, g6, h2, h6(I investigation conclusions), h11. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev a, sn: (B)(6) 18_asco drive manifold assy, this part was received with a reported unit failure message of failed drive manifold leak tests. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed drive manifold assy. Into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn 0070-00-0639 revision r. Performed all manifold leak tests and passed within the factory specifications. The fat dept. Could not verify the failure message of drive manifold leak tests failed. Drive manifold assy. Passed testing. Retaining drive manifold assy. A getinge field service engineer (fse) was dispatched to evaluate the unit. The drive manifold assembly (B)(4) was replaced to resolve the issue. Function and calibration checked. Function test and test run ok. Device is approved for use.

Event description:
It was reported that during maintenance check of the cardiosave intra-aortic balloon pump (iabp). A leak was discovered while doing the drive manifold test. There was no patient involved and no harm or injury reported.